Event description:
It was reported that during a stent placement procedure, the stent allegedly could not be released. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products is identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was returned for evaluation. The returned sample was found without shipping lock, and with activated thumb slider. The stent was found fully loaded without tip to sheath gap which confirms that a deployment was impossible. During evaluation the inner catheter was found stuck against the stent sheath and the force transmitting cassette post was found broken inside grip which made a successful deployment impossible. The delivery system could be advanced to the target lesion without problems; the vessel was tortuous, and the lesion was pre dilated. Based on the investigation of the provided information, the investigation is closed as confirmed for failure to deploy and break of component inside grip. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use state: 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' And 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' The instruction for use further state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035-inch (0.89 mm) diameter guidewire (...).', and 'predilation of the lesion should be performed using standard techniques.' H10: d4 (expiration date: 06/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.